Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer who reported visible smoke coming from I-stat1 analyzer (B)(4) after replacing the rechargeable battery . There was no additional information at the time of this report. The analyzer and rechargeable battery pack were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/13/2018. Analyzer s/n (B)(4) was returned because it emitted smoke. Failure analysis determined that the cause of the problem was the failure of a 100f tantalum capacitor (apoc p/n: 013827-01 01) c26 on the main board of the analyzer, between the primary battery and ground. The capacitor had failed such that it created a short circuit between the battery and ground; current flowing through the shorted capacitor caused heat damage, which gave the capacitor a burned appearance. The failures of the tantalum capacitors are a characteristic of the part and should be attributed to the manufacturer's reliability of this type of capacitor. According to the trending for august 2018, the number of capacitor failures in the model 300 analyzer that are allowable based on the component's reliability calculations is 282 for the past year (ending in august 2018), and the total number of the actual failures is 99, the current incident included. Therefore, no preventive/corrective action is required as the threshold has not been tripped and no product deficiency was found associated with the inability of the analyzer to activate. Rather, this was a malfunction, which was attributed to the failure of the tantalum capacitor in the c26 location.